Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: other') in a 49-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:anxiety"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 8 years 3 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), genital haemorrhage ("gen. Abnorme. Bleed (interpreted as general abnormal bleeding)"), alopecia ("other injuries/symptoms: hair loss") and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (robotic diagnostic laparoscopy with bilateral salpingectomy and essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, depression, anxiety, nausea, dysmenorrhoea, fatigue and weight increased outcome was unknown, the pelvic pain, abdominal pain, back pain, genital haemorrhage, alopecia, migraine and dyspareunia had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain: pelvic/ abdominal pain, back pain, bleeding: gen. Abnorme. Bleed (interpreted as general abnormal bleeding), psych injury related to essure, perforation: other, other injuries/symptoms: hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) conducted-not specified bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: plaintiff fact sheet received. Events depression, anxiety, migraines,nausea, dysmenorrhea, dyspareunia, fatigue, weight gain lower abdominal pain were added. Outcome updated. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: other') and genital haemorrhage ('gen. Abnorm. Bleed (interpreted as general abnormal bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury ") and alopecia ("other injuries/symptoms: hair loss"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation and psychological trauma outcome was unknown and the pelvic pain, abdominal pain, back pain, genital haemorrhage and alopecia had resolved. The reporter considered abdominal pain, alopecia, back pain, fallopian tube perforation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: received treatment for pain: pelvic/ abdominal pain, back pain, bleeding: gen. Abnorm. Bleed (interpreted as general abnormal bleeding), psych injury related to essure, perforation: other, other injuries/symptoms: hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test(s) conducted-not specified bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received- case become valid with incident. Previously reported event injury nos removed. New events pain: pelvic/ abdominal pain, back pain, bleeding: gen. Abnorm. Bleed (interpreted as general abnormal bleeding), psych injury related to essure, perforation: other and other injuries/symptoms: hair loss was added. Product information indication and removal detail added. Patient information date of birth was added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.